Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 1.598 mg/day via an implanted pump system. On (B)(6) 2015 the patient first contacted their hcp and reported an increase in pain. On (B)(6) 2015 the patient went to the emergency room, and they thought the problem was just an increase in pain. They were given dilaudid. They called their hcp and stated that the pump was not helping and threatened suicide. The patient was reportedly agitated, had increased pain, and had burning in their feet and entire body. The symptoms were sudden. On (B)(6) 2015 the patient's son contacted their hcp and stated that they thought they heard the pump alarming. They were seen by their hcp on (B)(6) 2015, at which point they found multiple motor stalls in the pump logs. A motor stall and recovery were observed at an initial interrogation with a "stopped pump period may exceed tube set message" being logged. There were reportedly multiple motor stalls which started on (B)(6) 2015. The last stall occurred on (B)(6) 2015. The patient was admitted to the hospital. They were dehydrated because they were not eating or drinking due to their symptoms. The patient was also cutting themselves. The pump was explanted on (B)(6) 2015 and was to be sent back for analysis. The physician elected to not replace the pump, and the patient was put on oral methadone instead. Additional information was requested to determine the patient's outcome following the pump removal.

Manufacturer narrative:
Analysis of the pump ((B)(4)) identified a motor gear train anomaly of corrosion and/or wear and/or lubrication and a gear train anomaly of a stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2015. (B)(4).

Event description:
Additional information was reported by the healthcare provider (hcp). The patient's procedural notes from the pump implant on (B)(6) 2010 were provided by the hcp. The patient had seen a pain psychologist and was recommended as an intrathecal morphine candidate. The patient had two successful trials with no ill effects and her functional status improved dramatically. The patient was weaned off of her oral opioids and the device was implanted. During implant it was noted that the pump was initially implanted with 20 ml of preservative-free morphine (10mg/ml) and from the pump logs the dose was 0.500 mg/day at simple continuous infusion. A suture was anchored to the deep fascia and secured to the butterfly anchoring device. The anchoring device was place through the catheter and secured to the supraspinous fascia. The pump was placed in the left abdomen. No problems or complications were noted with the implant of the device system. The pump logs were provided from a programming session that took place on (B)(6) 2015 at 16:10. The pump logs identified that the patient was receiving intrathecal dilaudid 10 mg/ml at 0.481 mg/day (simple continuous mode) via the implanted pump system. The pump's first motor stall occurred on (B)(6) 2015 at 07:36. The pump motor stall recovered at (B)(6) 2015 at 08:01. The pump was refilled on (B)(6) 2015 at 14:03. A second motor stall occurred on (B)(6) 2015 at 08:57 and recovered on the same date at 17:47. Another motor stall occurred at (B)(6) 2015 at 20:52 with at stopped pump period may exceed tube set message at (B)(6) 2015 at 20:52. A motor stall recovery occurred at (B)(6) 2015 at 08:37 with a motor stall on the same date occurring at 22:33. A second stopped pump period may exceed tube set message took place on (B)(6) 2015 at 22:33. The motor stall recovered on (B)(6) 2015 at 22:38 with another motor stall occurring on (B)(6) 2015 at 12:30. A third stopped pump period may exceed tube set message took place on (B)(6) 2015 at 12:30. The patient's appointment on (B)(6) 2015 was due to the patient's increased pain. The patient was in a lot of pain and was initially having some suicide ideation because of the pain and labored breathing. The patient was found to have elevated blood pressure and slight tachycardia, as well as showing signs of opiate withdrawal. The physical examination of the patient recorded a temperature of 99.2 degrees fahrenheit, a heart rate of 102, a respiratory rate of 20, blood pressure of 163/79, and a pulse oximeter reading of 98% on room air. The heent (head, eye, ear, nose and throat) exam identified atraumatic normocephalic, extraocular muscles were intact. The pupils were equal, round and reactive to light. The mucous membranes were moist and no oropharyngeal lesions were present. The neck was found to be supple. The patient's heart was at a regular rate and rhythm without any murmurs. The lungs were clear to auscultation with no wheezing, rales or rhonchi. The patient had positive bowel sounds, were soft and nontender. The patient had no clubbing, cyanosis or edema. No labs or imaging were performed. The hcp concluded that patient's opiate withdrawal was due to the malfunction of the pain pump. Lumbar radiculitis, cervical radiculitis and idiopathic neuropathy were identified by the hcp. After the hcp identified the pump malfunction, the pump was then placed into basal mode and the patient admitted to the hospital. The patient was given intravenous (IV) dilaudid and it was determined that the pump and catheter would be replaced. The pump and catheter were removed intact on (B)(6) 2015 under anesthesia. The patient was placed on methadone for the interim until the explant and the methadone was titrated until the patient was discharged. The patient was to relocate to (B)(6) on (B)(6) 2015 and was to see a pain clinic in (B)(6).the patient's past medical history consisted of lumbar radiculitis, cervical radiculitis, idiopathic neuropathy affecting primarily the patient's feet and lumbar disk degeneration, hypothyroidism, along with a history of migraines, a positive medical history of anxiety/depression, chronic pain pattern and hypothyroidism. The patient's past surgical history consisted of right knee surgery, cholecystectomy and three bladder suspensions. The patient had a colonoscopy on (B)(6) 2015 and with results noted as negative. The patient allergies were listed as nabumetone and rofecoxib. The patient's outpatient medications were topamax 100mg by mouth at bedtime, synthroid 0.05 mg by mouth daily and the dilaudid pump medication. The patient was a nonsmoker, nondrinker and did not have a history of drug abuse, per the patient's social history. The patient lived at home, but did need the care from family members.the patient had a physical examination while admitted to the hospital on (B)(6) 2015 at 18:29. The patient was alert and had pain with any movement of the lumbar spine. The patient had negative straight leg raise. The patient's lungs were clear and the patient's heart was regular with peripheral pulses that were maintained. The abdomen was soft and benign. The pump was located in the left abdomen, and had no signs of infection. The patient did not have nuchal rigidity. The hcp assessed that the intrathecal pump was dysfunctional; the patient had lumbar radiculitis, and lumbosacral spondylosis without myelopathy. It was then discussed with the patient that the patient had a misunderstanding of her pain problem. The patient stated that she wished to go to a chiropractic clinic in (B)(6). The hcp stated that the chiropractor may or may not be beneficial as the patient needed to go into a real pain management center that could provide medications for the pain problem, as the patient needed to be either weaned off of her medications or at least titrated. The operative report from the explantation of the intrathecal pump and catheter under fluoroscopic guidance from (B)(6) 2015 was provided by the hcp. It was noted that the patient's pump could have been replaced, but due to the patient moving out of state, the procedure of implanting a new device would be performed if needed by the new pain management physicians in (B)(6). The patient had methadone the prior evening with no withdrawal symptomology. The patient seemed to tolerate methadone well. The patient refused oral dilaudid which would be for incidental pain. The patient believed that dilaudid was the cause of her problems, but the hcp certainly thought the real problem was the pump failure.the patient was taken to the operating room where anesthesia was induced. During the explant of the catheter there was no anchor found. The hcp noted that this was quite unusual. No anchor was found, but the catheter going into the intrathecal space was identified and removed without any difficulty. Clear cerebrospinal fluid (csf) was noted to be coming from the hole where the catheter was removed. A suture was placed over the area and t he hole healed. The sutures securing the pump to the pocket were removed. The catheter was removed intact and the pump was removed from the site. The catheter and pump would be returned to the device manufacture for analysis. No complications were noted. The patient was discharged with keflex for antibiotic to be utilized until gone and methadone 5mg by mouth every six hours. The patient refused a dilaudid prescription and was to see a pain clinic in (B)(6). The pump was examined at (B)(6) 2015 at 16:53 where the reservoir volume from the pump logs was 14.0 ml, and the hcp withdrew and wasted 15 ml from the pump. The patient was discharged on (B)(6) 2015 with topamax 100mg by mouth at bedtime, synthroid 0.05 mg by mouth daily, keflex 500mg by mouth twice a day and methadone 5mg by mouth every six hours.